Event description:
It was reported that a novalung console stopped displaying the flow measurement approximately twenty-nine days into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Errors #206 and #208 were shown on the display screen. These alarms are related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the console was changed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed there was no patient blood loss. The sensor box from the console was not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4 plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. The machine log files were provided for review and evaluated. During review of the log files, it was confirmed that error messages #206 and #208 occurred. The described situation is adequately addressed in the instructions for use (IFU). If alarms 206 and 208 are continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console stopped displaying the flow measurement approximately twenty-nine days into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Errors #206 and #208 were shown on the display screen. These alarms are related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the console was changed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, it was confirmed there was no patient blood loss. The sensor box from the console was not expected to be returned for evaluation.